Event description:
It was reported that when using the bd pyxis¿ es server, user unable to login ad credentials. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the es server and ran a user query, which showed all logins displaying invalid credentials. The customer was contacted and informed that the user credentials were invalid and required it review. The customer advised that the affected user was able to log in to all systems except pyxis. The customer was informed that credential issues, including pyxis access, must be handled by the it team, and user acknowledged this guidance. The system functioned as intended after the technical support specialist troubleshot the device.